Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 260 mg/dl; however, the customer stated they had just eaten which caused bg levels to become elevated. Customer indicated a correction bolus would be delivered bring bg level down.